Event description:
The sensor was inserted into the patient and working fine. Some time later the nurse noticed a blood leakage in the sensor. Approximately 300 ml of blood went through the sensor. The sensor will be returned to the manufacturer for investigation. No report of injury or harm to the patient has been received.